Event description:
It was reported that the patient was having intermittent low flow alarms and right heart failure that was exacerbated post heartmate 3 implant. The patient had mild right heart failure prior to implant. X-rays and echocardiogram showed mild malposition of the inflow cannula where it was pointed toward the septal wall. The patient was placed on centrimag for rvad support and taken back to the operating room. The surgeon attempted to improve placement of the inflow cannula by cutting away more of the pericardium around the inflow cannula to allow the pump a slightly better angle for flow through the inflow cannula. Pump flows improved and the patient was taken back to the intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was additionally reported that log files were submitted concerning low flow alarms. The patient was placed on right ventricular assist device (rvad) extracorporeal membrane oxygenation (ECMO) at approximately 17:30 on (B)(6) 2022. The patient experienced 90 minutes of persistent low flow conditions. There was no evidence of pump-related concern at the time and no clinical or physiological explanation for the alarm condition. The patient remained intubated and on centrimag rvad ECMO. There were no low flow events recorded during the log file review history on (B)(6) 2022 between 6:04:08 - 8:15:44. Following inflow cannula repositioning, the patient remained critically ill.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inflow cannula malpositioning could not be confirmed as no images were submitted for review. Analysis of the submitted log files could not confirm the reported event of low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation; however, the account indicated that pump flow improved after surgical re-positioning of the inflow cannula. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2022. The controller periodic log file contained data from (B)(6) 2022 and (B)(6) 2022. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The account indicated that the cause of the low flow alarms was not identified; however, the alarms resolved independently. The patient was not symptomatic at the time of the alarms. As of (B)(6) 2022, the patient remained critically ill supported by the rvad ECMO circuit, as well as (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, explains that patients can suddenly develop right ventricular failure during or shortly after pump implantation. This section also lists treatments for post-implant right heart failure and notes ¿as a last resort, a right ventricular assist device may be employed.¿ section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.